Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during embolization procedure, the coil detached prematurely while being placed inside the patient. The dr had to go in with a snare to retrieve the coil. No patient injury reported. Case was completed using a 20cm hydropack instead. Was able to deploy it successfully without issues. Procedure was completed successfully. Patient is fine, procedure was a success.

Event description:
As reported: during embolization procedure, the coil detached prematurely while being placed inside the patient. The dr had to go in with a snare to retrieve the coil. No patient injury reported. Case was completed using a 20cm hydropack instead. Was able to deploy it successfully without issues. Procedure was completed successfully. Patient is fine, procedure was a success.

Manufacturer narrative:
Correction: corrected "report type" and "outcome attributed to adverse event" in section b. Items returned for evaluation: -pusher. -implant. Items not returned for evaluation: -introducer. -shrink lock. -dispenser hoop. -microcatheter. The visual analysis of the returned items found that the implant was not attached to the pusher but no signs of activation was observed on the pusher heater coil, and the pusher was kinked at the distal section. The implant was returned stretched and entangled at the proximal section and separated from the pusher. The investigation found the pusher's monofilament broken, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the pusher kinked at the distal section, and the implant stretched and entangled at the proximal section and separated from the pusher; however, no indications of activation using a detachment controller were found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.